Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve inside a 27 mm surgical valve, there was difficulty crossing the surgical valve with the 26 mm sapien 3 ultra valve. After several unsuccessful attempts to cross, a decision was made to withdraw the valve, delivery system and 14fr esheath+ in order to perform a bav and then attempt to cross again with a second system. In preparation for the second implant attempt, a 16 fr esheath+ was opened. At this time, it was noted that there had been an attempt to withdraw the 14fr esheath+ and valve separately. There was no attempt to re-sheath the valve. The 14fr esheath+ was observed to be at the edge of the arteriotomy and the valve was observed to be "stuck" in the vessel. A cutdown was performed to safely remove the devices. There was no harm to the patient and a decision was then made to abort the procedure. Post procedure, the patient was recovering in the intensive care unit (ICU). Additional information was provided by the fcs clarifying that the 14fr esheath+ had been pulled without the delivery system and valve being pulled back into the esheath+ first. It was unknown why the delivery system with valve was not withdrawn first into the esheath+ before withdrawing the entire system. At this point, the esheath+ was at the edge of the arteriotomy. The valve did not move off the delivery system balloon. There was no patient vascular injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed the delivery system and valve were caught at the distal tip of the esheath+. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In this case, the inability to cross the pre-existing bioprosthesis was confirmed empirically based on the event description and provided imagery, which showed the withdrawal of an undeployed valve. Patient factors (such as calcification, tortuosity, small vessel size, and pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. In this case, the patient had bioprosthetic aortic stenosis, and the original plan was to perform a bav before attempting to cross again with a second system. This suggests that patient factors (calcification) likely contributed to the crossing difficulty. Through extensive complaint investigations, events reporting difficulty/inability withdrawing the delivery system with crimped valve through the patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the transcatheter heart valve (thv) on the flex tip, and/or withdrawing the thv through the sheath hub. In this case, the inability to withdraw the delivery system with valve through the esheath+ which resulted in a surgical intervention was confirmed based on the provided imagery. The available information suggests non-coaxial withdrawal of the system may have contributed to the event as the provided imagery showed the valve struts being caught on the sheath tip. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with the sheath, resulting in difficulty withdrawing. Since the valve was not fully re-sheathed, the exposed valve can interact with the surrounding vasculature, causing it to become stuck at the femoral head and requiring additional intervention for removal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.